Event description:
Dealer states that when consumer sat down on the rollator the right front caster assembly allegedly cracked. The spokes allegedly broke in 2 spots and the hub area cracked as well. The fork was not damaged. No injury is alleged.